Event description:
It was reported that during implant the lead exhibited loss of sensing and capture. After repositioning, the lead thresholds were high. The lead was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.